Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she was having issues with the sensor. During troubleshooting of the sensor customer mentioned that she had inaccurate readings but one time it detected low blood glucose correctly. Customer's blood glucose was 40 mg/dl and the sensor activated the threshold suspend on the insulin pump. She treated the low with two tablets and peanut butter. She was experiencing sweating and palpation. Customer declined troubleshooting for the low blood glucose. Customer is not returning the insulin pump for analysis.